Manufacturer narrative:
(B)(4). D10: 00620205420 item name shell porous with multi holes 54 mm lot # 61289562 g2: foreign: australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 4 months post implantation due to the liner fracturing. Both the liner and the shell were explanted. There is no additional information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to have been reported under MFR #0001822565-2025-00410. The initial report was forwarded in error and should be voided. Refer to 0001822565-2025-00410 for the reporting of the event moving forward.

Event description:
Upon reassessment of the reported event, it was determined to have been reported under MFR #0001822565-2025-00410. The initial report was forwarded in error and should be voided. Refer to 0001822565-2025-00410 for the reporting of the event moving forward.